Event description:
It was reported that the patient is asymptomatic. Additional information received from legal on 3/25/2022: plaintiff was implanted with a left abgii modular hip stem on (B)(6) 2012. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s left hip was revised (B)(6) 2021.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.